Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that the patient called because it was not working because they were going to the bathroom every 10 minutes and sometimes couldn¿t make it. Patient said they talked to their doctor and they said to call patient services. Patient said they were worse off than they were before therapy. Patient services instructed patient to connect using their programmer and were able to. Patient was on program 1 at 1.8v with stimulation turned on. Patient services reviewed that since they were still having symptoms they could consider increasing stimulation and they increased to 2.3v. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they were instructed on how to adjust the programs. Symptoms had not been resolved yet. It was working for urinary frequency for little less but incontinence still not been resolved and it was very annoying.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they were instructed on how to adjust the programs. Symptoms had not been resolved yet. It was working for urinary frequency for little less but incontinence still not been resolved and it was very annoying.